Manufacturer narrative:
Device out of warranty; no request for manufacturer service.

Event description:
The customer reported that the ventilator alarmed due to no power. The customer reported the ventilator was in use on a patient and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer that the power supply may be faulty and provided information to replace the power supply. The biomedical engineer reported the power supply was replaced as advised to address the reported problem.